Event description:
It was reported that the customer was treated by the emergency services for low blood glucose. It was also reported that customer was passed out prior to the hospitalization. Troubleshooting was performed at the time of call and the insulin pump passed the test. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.